Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have stopped treatment with the aligners. They reported that their teeth chipped, bleeding gums and had to have dental treatments to correct the damage that the aligners caused.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.